Manufacturer narrative:
Voluntary medwatch reference number mw5174247.

Event description:
Drive devilbiss healthcare was notified of an incident involving a sling via a provider's voluntary medwatch report, that stated during a transfer of the end user using a patient lift, the bottom right strap of the sling broke. The end user fell to the floor resulting in a fractured hip and shoulder that both required surgery. Identifying product information was not provided. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.